Manufacturer narrative:
Product event summary: the lead was returned and analyzed and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood.

Event description:
It was reported that the right atrial (ra) lead became dislodged. Re-positioning was attempted multiple times to no avail. The lead was ex-planted and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).